Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation (pvi) procedure treat atrial fibrillation (a fib), a polarsheath steerable sheath was selected for use. It was reported that after inserting the polarx balloon catheter into the sheath, it was difficult to draw back the blood. Furthermore, air was confirmed at the side port of the sheath a little after the balloon catheter was removed from the sheath in the left atrium. The air was checked, one after another even though air was drawn with a syringe. It was determined that the sheath was defective; therefore, the sheath was replaced with a sheath from a different lot; but there was no improvement. The balloon catheter was replaced with another lot, but the same problem occurred, so the procedure was completed using a non-boston scientific radio frequency catheter. No patient complications were reported. Polarsheath devices are expected to be returned.

Manufacturer narrative:
The polarsheath steerable sheath was returned and analyzed. The reported allegation for visible air/bubbles was not confirmed. Visual inspection presented no abnormalities. The sheath passed all standard manufacturing testing and was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. The IFU states "do not aspirate via the side port if the sheath lumen is occupied (i.e., by the dilator or components of the cryoablation catheter) as the aspiration may draw air across the sheath valve into the polarsheath".

Event description:
During a pulmonary vein isolation (pvi) procedure treat atrial fibrillation (a fib), a polarsheath steerable sheath was selected for use. It was reported that after inserting the polarx balloon catheter into the sheath, it was difficult to draw back the blood. Furthermore, air was confirmed at the side port of the sheath a little after the balloon catheter was removed from the sheath in the left atrium. The air was checked, one after another even though air was drawn with a syringe. It was determined that the sheath was defective; therefore, the sheath was replaced with a sheath from a different lot; but there was no improvement. The balloon catheter was replaced with another lot, but the same problem occurred, so the procedure was completed using a non-boston scientific radio frequency catheter. No patient complications were reported. Product has been returned and analysis has been performed.

Manufacturer narrative:
Additional information added to e1: initial reporter phone.

Event description:
During a pulmonary vein isolation (pvi) procedure treat atrial fibrillation (a fib), a polar sheath steerable sheath was selected for use. It was reported that after inserting the polarx balloon catheter into the sheath, it was difficult to draw back the blood. Furthermore, air was confirmed at the side port of the sheath a little after the balloon catheter was removed from the sheath in the left atrium. The air was checked, one after another even though air was drawn with a syringe. It was determined that the sheath was defective; therefore, the sheath was replaced with a sheath from a different lot; but there was no improvement. The balloon catheter was replaced with another lot, but the same problem occurred, so the procedure was completed using a non-boston scientific radio frequency catheter. No patient complications were reported. Polar sheath devices are expected to be returned.